Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was not able to interrogate. The patient was connected to external EKG and no pacing was observed. Trying different room, programmer and rf anterna was suggested. Previously, the patient was presented in the hospital with heart failure. It was suspected, but not confirmed that the patient's device failed to pace due to low battery. The device was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
No conclusion code available; the reported field event of an inability to interrogate the device was confirmed in the laboratory and was due to the battery voltage being less than the minimum voltage required for circuit operation. The device image was reviewed and it was found to be corrupt. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further revaluation and analysis could not conclusively determine a root cause for the battery depletion.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.